Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the cartridge was improperly removed outside of the load sequence. Tandem technical support educated customer on proper cartridge removal. Reportedly, customer continued using pump for insulin therapy.